Manufacturer narrative:
(B)(4). The type and cause of regurgitation varies upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was not able to be completed as product information was not provided from the article or author. Although there have been attempts to receive further information regarding the event, no additional details were provided. Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Article: "failing bioprosthesis in systemic tricuspid position after a senning procedure¿successful percutaneous tricuspid valve implantation." Abstract: we report on successful transvenous and transbaffle implantation of a 26-mm sapien 3 valve into a failing tricuspid (¿systemic¿) biological prosthesis in a patient after a senning¿bromoperation for transposition of the great arteries. Summary: edwards learned through written article that approximately five (5) years post-implantation of this 27mm pericardial bioprosthesis implanted in the tricuspid position, a 26mm transcatheter valve was implanted (valve-in-valve) due to recurrent severe tricuspid regurgitation with a mean diastolic inflow gradient of 6 mmhg. There were no complications during the procedure and the patient was discharged home three (3) days post-implantation. At a follow-up visit four (4) months after the procedure, there was no valve regurgitation on echocardiography and a mean inflow gradient of 6 mmhg was noted. The patient was still reporting clinical improvement.